Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that from the time an error occurred, within a few minutes after start use during laparoscopic cholecystectomy, the device was removed from the body and the distal end was checked, and it was found that the tissue pad was fluffed and could not be used. It was confirmed that was the fluffing of tissue pad referring to wear and tear, and it was reported that the tissue pad was fluffy, but perhaps referring to wear and tear. There was no falling off inside the body. No serious injury/no adverse patient effects and no delays in the procedure was reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.